Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27may2020.

Event description:
The customer reported that the touchscreen would not select the area that was pressed on the screen. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the field service engineer (fse) and the reported issue was confirmed. The fse replaced the touchscreen assembly to address the reported issue. The issue was resolved, the device was tested, and the device now function as intended.